Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that blender is leaking from the auxillary port on the microblender device. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Visually inspected on uut (unit under test) assembly, it was found worn but in good used, there were no visible defects, damage, or contamination. The uut was installed into a test fixture assembly blender station, applied 60 psig (air & o2) no leak sound was found on aux port and bleed port. Applied snoop liquid leak detector around the aux port, no sustained bubbles action was found. Leak sound was created by obstructing the bleed port. Removed auxiliary fitting from the microblender assembly and verified components: spring, o-rings, threads inside aux outlet block, no anomalies were found. Installed back the auxiliary fitting and performed test standard 90503, the uut passed. The reported complaint was unable to be confirmed or duplicated. The uut was tested and found to function normally. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.